Event description:
The reporter said she had done back to back bg tests, with results of 15, 15, and 116 mg/dl. On follow up, it was learned tests were over a longer time; 15 before dinner, 56 (not 15) at 11pm and 116 next am. She felt slightly low with 15 result, but not as low as 15, had eaten and felt better. She said she may not have been pushing the strip all the way into the meter, and has difficulty obtaining a good sample. If confirmation dot doesn't turn blue, she adds blood to the existing sample. Meter never cleaned. Rep gave reporter training on cleaning, storage, and coverage.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8